Manufacturer narrative:
The following surgeon names and implant dates were provided; however, it was not specified which products are related: implant dates: (B)(6) 2010. Surgeons: (B)(6). The hospital was (B)(6).

Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.